Event description:
It was reported that the tubing separated from the spike of a meditrol macrogotero. This issue was further described as, ¿pivot of the tubing becomes detached where the base solution is inserted¿ and ¿bayonet breaks when inserting solution to be infused, and the clamp also breaks¿. This event occurred after preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10 (add), h4, f10/h6: medical device problem codes (add), f10/h6: component codes (add), h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the product outside its packaging and the tubing was detached from the spike. The white clamp was also seen outside the device's tubing; the white clamp did not appear to be damaged or broken. The reported condition was verified. The cause of the condition could not be determined; however, may be related to manufacturing. Additionally, ten (10) retention samples were visually inspected and no issues were detected. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.